Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the controller met specifications; the controller and batteries passed visual inspection and functional testing. Review of the data log file confirmed the reported loss of power and subsequent pump stop. This occurred during a battery exchange and is most likely due to an unscreened battery with a faulty cell being the only power source connected to the controller. Visual and functional examination of (B)(4) was not conducted as testing and investigation of similar battery performance issues was performed under fsca apr2014. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of unscreened batteries are most often attributed to faulty cells. The most likely root cause is a faulty cell pair. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation (CAPA) has been opened to address the issue. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of three reports (3007042319-2014-00673 and 3007042319-2015-01358, 01359) submitted for devices related to the same event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year and nine months post implantation, it was reported that while exchanging a battery, the patient experienced a short pump stop. It was reported that during this event, another battery was connected on the other power port. An elective controller exchange was performed and the batteries were replaced. There was no reported patient injury as a result of he event. A preliminary review of the controller log files revealed a "controller power-up" and "motor start" event, indicating a loss of power on the date of the reported event.